Event description:
Product information lot number: redy161, expiration date: 01/31/2021; event information: date of occurrence: (B)(6) 2021, placement info: right basilica. A detailed description of the event: met excessive resistance while inserting the powerglide causing the patient increased pain. Also was increased resistance while inserting into the vein, felt more of a pop than usual. The insertion was completed and the catheter remained in the patient. Patient information-not provided. What they're being treated for: nstem. FDA safety report ID# (B)(4).